Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: on (B)(6) 2010, the patient had a left total hip arthroplasty. Depuy components were implanted during this procedure. It may be assumed that there was a fracture that occurred during the surgery or prior to the arthroplasty as the implants included a synthes cable and later xray note a healed orif. (B)(6) 2021 MRI left hip to address pain, elevated ion level. The findings of the MRI included, orif of left acetabular healed fracture are noted. Total arthroplasty of the left hip and orif of a left acetabular healed fracture are noted. Compression plate and multiple screws transfix the posterior column of the left hip. Heterotopic ossification around the left hip soft tissues. The impression was peritrochanteric complex collection, with mixed solid-cystic synovial pattern and fluid which likely represent a pseudotumor from a metal on metal disease, severe atrophy of the gluteus minimus muscle and in the anterior fibers of the gluteus maximus. On (B)(6) 2021, the patient had a revision left total hip to address left total hip arthroplasty failure secondary to corrosion and adverse local tissue reaction. During the procedure, the surgeon observed some pseudomembranous appearing tissue. Heterotopic bone was also debrided. There was evidence of corrosion arising from the femoral trunnion. Debridement of corrosion debris confirmed. Depuy poly liner and depuy ceramic head were implanted during the procedure. (B)(4). On (B)(6) 2021. The patient had a left hip seroma irrigation and debridement, deep and superficial, left hip revision arthroplasty modular bearing head/liner exchange and repair of deep fascial dehiscence of the left hip. Depuy components were revised and implanted during this procedure. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H6: component code: appropriate term/code not available (g07002) used to capture no findings available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient was diagnosed with posttraumatic osteoarthritis and underwent left total hip arthroplasty through an anterolateral approach in (B)(6) 2010. He reported that since the surgery, he always had occasional pain and difficulty with the hip. He was unable to walk prior to the operation, he became much more functional afterwards with excellent pain relief however he has always had intermittent pain. On (B)(6) 2021, the patient underwent a revision of the left total hip arthroplasty, both components due to hip arthroplasty failure secondary to corrosion and adverse local tissue reaction. Doi: (B)(6) 2010. Dor: (B)(6) 2021. Left hip.